Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis. The customer reported that the tape was pulled off and had kinked cannula which impacted his blood glucose. The customer's blood glucose was unknown at the time of incident. No further information about the hospitalization. The insulin pump will not be returned for analysis.